Manufacturer narrative:
Pump received with cracked display window, cracked battery tube threads, missing reservoir tube o-ring and completely broken off reservoir tube lip. The reservoir tube lip completely broken off and test reservoir will not lock click in place. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was damaged and chipped at the reservoir compartment. The customer's blood glucose level was unknown. The customer was advised the pump would be replaced and returned for analysis.